Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation to treat portal hypertension gastrointestinal bleeding procedure performed on (B)(6) 2023. During the procedure, the first band was deployed; however, the other bands were stuck together, which could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation to treat portal hypertension gastrointestinal bleeding procedure performed on (B)(6) 2023. During the procedure, the first band was deployed; however, the other bands were stuck together, which could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 was analyzed (ligator head only), and a visual evaluation noted that the ligator head was returned with four bands attached and some of them were moved from their position. The suture thread was broken, possibly during the device removal. The ligator head was checked under magnification, and the ligator head teeth were bent/damaged. Additionally, the suture hole was in good condition. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was observed that some bands in the ligator head were moved from their position, and the ligator head teeth were bent/damaged. This suggests that the device could not deploy. These conditions could have been generated due to excess of tension being applied when trying to make the deployment of the bands. The functionality of the device may have been affected in some way; perhaps an excess of force, manipulation, the technique used, or the patient's anatomical conditions. Therefore, the most probable root cause of this complaint is adverse event related to procedure.